Event description:
Three yrs following bilateral intraocular lens (iol) implant surgery, a surgeon reported noting glistenings on exam of the iol and the pt was experiencing a decrease in vision. The surgeon also noted posterior capsule opacification in one eye (unk) and performed a yag laser procedure. The pt had not returned for f/u. The surgeon was unwilling to complete the questionaire. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/11/2009, 03/13/2009. And 03/24/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionaire. This report was mailed to FDA on: 04/08/2009.